Event description:
Patient called alleging that patient had a vial of test strip that were peeling. Patient obtained blood glucose readings in the 200's and mentioned that patient was having symptoms of blurry vision. Patient took their medications for diabetes based on the 200 reading and called the paramedics. Paramedics arrived and tested pt and claims their readings were in the 100's. Pt was not treated by the paramedics and was told by the paramedics to obtain a new meter. Patient mentioned that when patient inserts the test strips into the meter patient was having difficulty inserting the test strip into the meter and noticed half of the test strips in the vial were peeling. Customer service mentioned that they would replace the vial and send patient a new vial of test strips.